Event description:
The event is reported as: complaint alleges: staple could not detach from pt body. Different visistat of the same lot# was used to finish the procedure.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.